Manufacturer narrative:
Per technical services representative, user is on lovenox. Lovenox is a member of a class of anti-thrombotic agents known as low-molecular-weight heparins (lmwh). Anti-thrombotic drugs will cause the inr to be higher because they are affecting the coagulation cascade directly. This test should not be used for patients on heparin therapy. Also per technical services representative, user did not report comparative reference inr test results for data given and inr results reported by the user were performed more than 3 hours between readings. Optimally, test results should be generated within as short a time as possible to minimize the possibility of factors contributing to differences in results. The recommended reasonable time difference is 3 hours. Data analysis will not be performed. No further investigation required. No product is expected to be returned. No strip lot info was available. No corrective action required at this time as no product deficiency was established.

Event description:
Patient self tester stopped taking coumadin and started taking lovenox on (B)(6) 2010 in preparation for a procedure. Patient wanted explanation for varying results. Date: (B)(6) 2010; inratio: 1.3. Date: (B)(6) 2010; inratio: 1.7. Date: (B)(6) 2010; lab: 1.1.